Manufacturer narrative:
Continuation of concomitant medical products: product ID: 978b128, serial#: unknown, implanted: unknown, explanted: unknown, product type. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Date of event is estimate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that during stage one trial, the healthcare professional (hcp) checked the response on the needles to choose between right or left, then when they continue the procedure and inserted the lead in the transducer they could not find any response in any contact. Hcp removed the lead and tried again with needle and the response for the stimulation was great, but it disappeared again on the lead in all contacts. The hcp repeated with same results. The hcp thought that was because of patient anatomy because they tried two leads. More information was received. They reported cause was unknown. The hcp suspected that there is an issue with the patient anatomy because they tried two leads with no response but did not think for a moment that the problem could be from the leads because they tried two leads, although when they were trying the same cable, ens and programmer on the foramen needle and they can see response (bellows movement and great toe flexion) bilaterally. The hcp tried multiple times using two different leads, with changing the lead position with same outcomes, then decided to cancel the case. The lead was discarded.